Event description:
The surgeon implanted a plate silicone lens model aa4204vl and decided to remove the lens. The lens was removed due to the pt's capsular bag being unstable. The lens was implanted and removed in 2004 without pt injury. The contact stated another lens was implanted. An msi-tr injector and the mtc60c fp cartridge was used, but the lot numbers were unknown.